Event description:
The following has been reported: biomed reported: pump serial number (B)(6)had a tag on the pump indicating a pump error displayed on the screen. There is no known patient harm or stoppage of an active infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.